Event description:
Was reported, via a personal interaction, that an unknown emboguard balloon and an ic 71, 132 cm, ce (nic71132c/ lot # unknown) were used for a mechanical thrombectomy procedure, during which bleeding was observed. The event was reported as such, ¿the procedure was a mechanical thrombectomy for acute ischemic stroke with middle cerebral artery proximal m1 to distal m1 occlusion. The cereglide, mc [microcatheter], and guidewire were advanced to the occlusion site. While the wire was advanced to distal of thrombus to cross the lesion with the microcatheter, bleeding was observed. The bleeding was then quickly stopped, but the procedure was terminated with precaution. No additional intervention was performed, and the patient was under monitoring.¿ the physician commented, ¿no device problems, the issue was occurred due to the procedure¿. A continuous flush was done. The lesion was middle cerebral artery. Other concomitant devices were the emboguard guiding catheter and a trak microcatheter (stryker). No further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # ==> (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. D.4: the product lot number is not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section e1: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. H.4: the device manufacture date is not known as the device lot number is not available / not reported. Cerebral hemorrhage is a known potential complication associated with the use of both the emboguard balloon guide catheter and the cereglide intermediate catheter and is listed in the instructions for use (IFU) as such for both devices. There were no alleged quality issues related to the devices used, as the devices performed as intended. Review of the available information does not allow for an exact determination for the cause of the event; however, there are clinical, pharmacological, and procedural factors, including aneurysm/vessel characteristics, device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the device. The severity of the event is unknown and the correlating relationship between used devices to event cannot be ruled out entirely. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3007628272-2024-00009 and 3011370111-2024-00010.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. The device was discarded, therefor, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h10. Additional information was received on (B)(6) 2024. Summary: regarding the physician's opinion on any factors that may have contributed to the event, it was further clarified the ¿perforation was caused by the micro guidewire. The physician mentioned the issue was not caused by the cereglide.¿ regarding if there was any vascular injury due to the bleed, it was stated, ¿yes.¿ the specific site of the reported bleeding was ¿distal to m2 segment.¿ per the additional information received on (B)(6) 2024, it was further clarified that the vessel injury/bleeding was a vessel ¿perforation caused by the micro guidewire [competitor brand]. The physician mentioned the issue was not caused by the cereglide.¿ based on this information, the cereglide71 and emboguard devices can be ruled out completely. Therefore, this event no longer meets us FDA reporting criteria. The event will be classified as a non-product issue (npi) and will not be coded nor reported. The file will be re-reviewed if additional information is received at a later date.